Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when aspirating the air ingress was observed and sheath was leaking on the valve side. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further informed (B)(6) 2025: faradrive dilator was inside the sheath before and farawave 31mm was inside the sheath when the air was observed. Smart ablate pump was used for the irrigation of sheath. The bubbles were noted at the flushing line and in the aspiration syringe. The guidewire was at the tip of the catheter. No other issue has been reported.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that when aspirating the air ingress was observed and sheath was leaking on the valve side. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that the faradrive dilator was inside the sheath before and farawave 31mm was inside the sheath when the air was observed. Smart ablate pump was used for the irrigation of sheath. The bubbles were noted at the flushing line and in the aspiration syringe. The guidewire was at the tip of the catheter. No other issue has been reported.